Event description:
It was reported that the user was injured while using the device. Further information regarding the user injury was not provided. The device was evaluated and no defect or malfunction was found.